Event description:
Pt developed profuse bleeding from endotracheal tube approx five minutes after inflation of balloon. Blood pressure and heart rate dropped. Resuscitation efforts were unsuccessful and pt expired. This report is based on preliminary info received by medical center which center has not had the opportunity to investigate or verify prior to the reporting date. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.